Manufacturer narrative:
Philips received a complaint on the intellivue x3 sn de752r4151 indicating a speaker defect on arrival (defoa) observed during installation. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. The device was sent back to the manufacturing site for further evaluation. The manufacturing engineer (me) could not reproduce the reported issue during testing. The intellivue x3 worked as intended. The customer was provided with a replacement device to resolve the issue. No further investigation or action is warranted.

Event description:
The customer reported that the speaker of the intellivue x3 was malfunctioning. It is unknown whether sound was still coming from the device. The device was not in use at the time of the reported issue. There was no patient involvement.